Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized with diabetic ketoacidosis and gastroparesis. She did recall the blood glucose reading at the time of the event. She experienced stomach pain prior to the event. She was wearing the insulin pump at the time of the event and was treated at the hospital. The drive support cap appeared normal and recessed. Insulin exited with a manual prime and no leaks or air bubbles were observed. The time and date were not correct and the customer was assisted in correcting it. The customer declined the high pressure test. The insulin pump alarmed for no delivery during the cannula fill. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm or unexpected auto off alarm noted during our testing. The insulin pump was programmed 2.0 units fix prime with water filled reservoir; the water did exit the infusion set. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked case at the display window corner.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.